Event description:
It was reported that the pulse generator exhibited an increase in battery impedance. After a device software download, normal impedance was displayed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.